Event description:
Sims level 1, inc. Was notified by hosp that during a surgical procedure, the float ball in the vortex gas vent assembly dropped, stopping the flow of fluid to the pt. In such event, the instructions for use detail the procedure to re-float the ball valve. Hosp stated that they did not attempt to re-float the ball valve, but removed the vortex gas vent assembly, temporarily bypassing the administration set, and replaced the vortex gas vent assembly with an f-30 gas vent assembly. Fluid administration resumed, and flowed "fine". The pt who was admitted to the hosp for injuries sustained in a motor vehicle accident subsequently died during surgery due to multiple trauma.